Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, it has been clarified that the device displayed 'pressure transducer difference > 5 cmh2o' message during internal leakage test failure. The pressure transducer test and patient circuit test failed as well. The pressure transducer printed circuit board was identified as faulty. The issue was decided to be reported as the defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of fields g2 report source, h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous report source: foreign, user facility, company representative. Corrected report source: foreign, distributor. Previous manufacture date: 02/20/2015. Corrected manufacture date: 02/23/2015. Previous usage of device: initial use. Corrected usage of device: reuse.